Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the episodes revealed myopotential oversensing. The chest x-ray looked fine. Programming changes were made and resolved the issue. The patient will continue to be monitored normally going forward.